Event description:
It was reported that a user of the ilet experienced persistent occlusion alerts and an alert code 38 while using a contact detach infusion set on the abdomen, followed by a site detachment with a highest continuous glucose monitor (cgm) value of 400 mg/dl; insulin delivery was restored after a complete supply change, and the user had attempted to fill tubing while connected to the pump prior to resolution. Symptoms included hyperglycemia and thirst. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed findings consistent with an obstruction of flow and a deformation problem associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.